Event description:
During the procedure, it was reported the tip of the marksman microcatheter separated. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).